Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreotography (ercp) procedure performed on (B)(6) 2021. During the procedure, the thumb ring of the handle broke while attempting to crush a stone. By manipulating what was left of the handle, the stone was removed from the basket and the basket was removed from the patient. The procedure was completed with another trapezoid rx basket. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of thumb ring break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that only the thumb ring was returned detached from the handle. It had evidence that it was once correctly attached. Tension marks were observed. No other issues were noted. The reported event was not confirmed since it did not include a returned device for review. Based on all available information, it is most likely that the user may have applied some technique during the procedure that implicated an extra force that resulted in detaching the thumb ring. The tension marks evidence this issue. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreotography (ercp) procedure performed on (B)(6) 2021. During the procedure, the thumb ring of the handle broke while attempting to crush a stone. By manipulating what was left of the handle, the stone was removed from the basket and the basket was removed from the patient. The procedure was completed with another trapezoid rx basket. There was no patient complications reported as a result of this event.